Manufacturer narrative:
Saw her with her managing physician, (B)(6), on 10/23. He decreased her settings and she is not feeling the twitching and cramping. She will follow-up with dr. (B)(6) as needed.

Event description:
Implanted patient submitted request to speak to patient ambassador. Patient is (B)(6). States her reason for wanting call is " my gastric pacemaker is causing all my muscles to constantly twitch and now cramp and I can't get anyone to help me".